Event description:
Customer found that the cuff on this ilm et tube would not hold air. The inflation cuff would not stay inflated in the patient's trachea. The patient had to be reintubated with another et tube. There was no patient injury.